Event description:
It was reported a filter prematurely deployed in the patient. Another filter was successfully placed without patient complications. The company's attempts to obtain further details regarding the circumstances of this event has been unsuccessful. Should further details become available a supplemental medwatch report will be filed under the appropriate sequence number. This device remains implanted. Therefore, no failure analysis will be available. As a lot number for this device was not provided, a device history search could not be performed. Follow up could not confirm if a preplacement cavogram was performed prior to filter placement or if continual flushing of the carrier system during the implant procedure was performed. The company believes these factors may have contributed to this event. However the company is unable to determine the exact cause for this event. The company's directions for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release".